Event description:
Crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was successfully implanted using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, heparin was administered, and the patient's minimum activated clotting time (act) was 248 seconds, and the patient's maximum act was 337 seconds. No adverse events occurred during procedure. On (B)(6) 2022, the patient presented to the emergency department with complaints of headache and double vision. The patient's international normalized ratio (inr) was 1.8. On (B)(6) 2022, patient received a computed tomography (CT) scan and magnetic resonance imaging (MRI) of the brain performed, and patient was diagnosed with a transient ischemic attack (tia). No treatment was required. On (B)(6) 2022, the patient returned for a 90-day follow-up imaging of the device. A transesophogeal echocardiogram (tee) was performed, which showed a thrombus measuring 3.32cm by 2.08cm. The patient was previously taking the anti-coagulant rivaroxaban (xarelto), so no change of treatment was required. The patient is scheduled to return for follow-up to monitor the size of the thrombus. The patient is reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) - catalyst ide study, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that there was a repeat transesophageal echocardiogram on 27 july 2022, that showed a decrease in thrombus size, but was still present.

Manufacturer narrative:
The previous report was submitted on 9/22/22 and failed ack 3. This report is being resubmitted at the request of the cesub help desk due to an infrastructure issue at FDA. An event of thrombus and ischemic stroke was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.